Manufacturer narrative:
The main component of the system.

Event description:
A patient reported feeling stimulation down their leg. The implantable neurostimulator (ins) was replaced. It was noted that decreasing stimulation did not resolve the issue. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.